Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that states that a ventilator hose could not be removed from the 15mm connector of the insitu tracheostomy tube. The 15mm connector became damaged in the attempt and an emergent trach change was required. The trach was removed and replaced. The patient recovered with no further incident related medical sequelae.